Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The issue was resolved on the call. The cause of the reported event remains unknown.

Manufacturer narrative:
One cardiomems patient electronic system was received for analysis. The log files were reviewed which revealed an occurrence of error 5. The cause of the reported error was determined to be the printed circuit board.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. Troubleshooting resolved the issue.